Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. The sideport tube was intact with no apparent issues. A CAPA was initiated to address this issue.

Event description:
Approximately 3 hours into the procedure, the sideport of the flexcath steerable sheath got disassembled from the sheath handle. It was not possible to complete the case without changing the sheath. There was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.